Manufacturer narrative:
An event regarding revision with observed corrosion involving an unknown sleeve was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis report concluded: "debris was observed on the taper of the sleeve. Eds was performed on the two sources of debris. The dark-colored debris was consistent with a corrosion product from the sleeve and a contaminant. The light-colored debris was consistent with material transfer from the hip stem, the decontamination process, and a contaminant. No indications of corrosion were observed on the female taper of the head. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis confirmed corrosion as noted "dark-colored debris was consistent with a corrosion product from the sleeve and a contaminant". The material analysis further notes: "elemental constituents of the dark-colored debris included ti-cr-mo-v-ca (figure 12). Ti-v is consistent with the hip stem." Therefore the corrosion is likely from the sleeve and stem articling. The exact cause of the event could not be determined because patient medical records and the stem were not provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's hemi arthroplasty was converted to a total hip arthroplasty. Exposure was made and the head and sleeve were removed with a drift. The acetabulum was prepared and a zimmer cup and liner was implanted. Trialing took place and then a 36mm universal biolox head and sleeve was implanted.